Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube had a wrinkle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was sent back to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, it was unknown if the air / water nozzle was wiped or brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and it was unknown if there were any concerns about reprocessing. Additional findings include the following: water tightness was lost due to damage on the up / down knob, the objective lens had a crack / chip, the adhesive around the objective lens was peeled, switch 1 had wear, the paint on the suction cylinder was peeled, the control unit had discoloration, the electrical connector had discoloration due to water leakage, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the suction cylinder was shaved. The following had a scratch: the image guide protector, scope connector, protector of the universal cord on the scope connector side, universal cord, grip, scope cover, switch box, right / left knob, control unit, forceps elevator lever / knob, up / down knob, and the plastic distal end cover. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had wrinkles under the oredome part. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.